Event description:
The customer reported that during a cystectomy case, the device closed and sealed but the it would not cut and the device could not be reopened. It is unk if the device was applied to tissue at the time, and if so, how it was removed. There was no bleeding or tissue damage, and another device was opened to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.